Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a severely calcified distal left anterior descending artery that was 90% stenosed. A 2.25x23mm xience xpedition sv stent was advanced to the lesion and when deployment was initiated the stent-balloon failed to inflate/deploy. The device was removed and it was noted that the stent strut was bent. Another same size device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection were performed on the returned device. The reported activation failure including expansion failures was not confirmed. The reported material deformation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.